Event description:
The reporter stated that the surgeon had inserted a single piece silicone toric lens model aa4203tf into pt's eye and notice the lens was torn, so he enlarged the incision minimally to remove the lens and replaced it with another model lens. No suture required.

Manufacturer narrative:
Evaluation results: (other) - a visual inspection of the returned product shows one plate haptic is torn into the optic of the lens & missing. There is clear & reddish surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.